Event description:
Spacelabs received a report of arrhythmias that either did not alarm, print or both.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded.